Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with a non-sustained right ventricular oversensing episode on the implantable cardioverter defibrillator. Upon review, the device was oversensing t-waves. The patient was in stable condition.

Event description:
New information received notes the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing via remote transmission and programming changes were implemented. The patient experienced no adverse consequences.